Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. Implanted unit has been very effective in reducing tremors, easing rigidity. Reducing prescribed dosage of sinemet (carbidopa/levidopa total daily dosage by j/3 to 600/150 mg and ropinerole to 6mg), implanted unit has been programed at approximately 2.00 on right and 3.00 on left. My dr, and I have tested various other settings and programs but the 3.00 / 2.00 has been nearly constant since 2013. During that time, the patient's weight started at 185, rose over several years to 195 then dropped to 180-185 and for the past year has stayed about 170. All weights are pounds, and the height is 5' 10".patient's observation on battery condition are as follows; battery in implant has been recharged the day on or just after the reading on the programmer just reaches 50%. This has been consistent practice from initial charge to final during seven years of use. Char ging time is quite steady and is between 2 and 3 hours to reach full 100% from 50%. Variability of time is consistent with fluctuation of charge coupling efficiency to recharger antenna . The time between recharges for the implanted battery has been qualitatively observed to decrease over the seven years from the better part of a month to 7-11 days. This is under conditions of 100% time on. During the past year at an appointment, the doctor said he did something to increase battery service life an additional 10 years from his physician master programmer unit; patient has observed no change in battery performance. Patient indicated that he was not stating a complaint or indicating any concern, but rather only stating his observations. The dbs unit has been of great value and has performed flawlessly. And your service to me has been excellent on both occasions of need. Patient remains happy, content and thankful to you for the great product and service.

Manufacturer narrative:
Date of event. The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 3 years ago, they noticed the implantable neurostimulator (ins) recharge interval was shortening. They explained that from implant date up to about 3 years ago, their ins would only need to be charged every 2 weeks to a month. About 3 years ago is when they noticed the ins needed to be charged every week to 10 days at most. It was reviewed that the recharge interval depends on usage and programming. They stated that they had 1 program the whole time they had the ins and the amplitude has not changed drastically. Their amplitude is set to 3 on one side and 2 on the other side. They noted that those settings have been working very well. They were redirected to their healthcare provider (hcp) to check the ins and determine if the recharge interval is appropriate based on usage and settings. The hcp extended the battery life of the ins, nothing that it is predicted to last 5 more years. No patient symptoms were reported.